Event description:
The customer stated that his blood glucose readings had been higher than usual. He tested his blood glucose using a contour meter and a precision meter. The contour read around 290 mg/dl while the precision read between 130-150 mg/dl. The difference between a reading of 290 mg/dl and a reading between 130-147 mg/dl falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer declined troubleshooting the meter. No product will be returned.